Manufacturer narrative:
Product problem box unchecked.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The bg meter read "high" (375 - 600 mg/dl). The ketone level was small. A correction bolus was delivered and as the bg was not lowering, insulin injections were administered. To troubleshoot, the infusion set and cartridge were changed using a new lot number, a new vial of insulin was used and the customer's technique was reported as "flawless". The cause of the high bg was not known.